Event description:
It was reported that unspecified amount of the bd ultra-fine¿ short pen needles 8mm x 31g were unable to deliver medication. The following information was provided by the initial reporter: of the ones giving difficulties the needle will not allow insulin to flow through it.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified amount of the bd ultra-fine¿ short pen needles 8mm x 31g were unable to deliver medication. The following information was provided by the initial reporter: of the ones giving difficulties the needle will not allow insulin to flow through it.